Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is needing an MRI of the c-spine and wanted to know how to put the device into MRI mode. After running impedance test, handset displayed "MRI mode is not available" MRI code displayed 2521 2122 22 000. Technical service reviewed a possible open circuit was detected. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.